Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records reveal the patient had "multiple episodes of peritonitis over the past few months". Patient had staph peritonitis in (B)(6) 2015 that was treated with vancomycin. However, the causes of these episodes of peritonitis are not revealed in the medical record. Patient also had peritoneal dialysis cultures on (B)(6) 2015 with elevated wbc's, but no growth. Patient's peritoneal dialysis fluid culture from (B)(6) 2015 was negative. Patient's urinalysis on (B)(6) 2015 was suggestive of a urinary tract infection. Medical records indicate patient had a diagnosis of pneumoperitoneum. Patient was admitted into the hospital for chronic abdominal pain that she was experiencing the previous hospitalizations. There was no documentation in the medical record that indicates a casual relationship between the patient's liberty cycler set and the patient's abdominal pain. Medical records did not support patient had a diagnosis of peritonitis during this event. Medical records support this event was a continuation of the abdominal pain from (B)(6) 2015 that revealed the patient had pneumoperitoneum. A supplemental medwatch report will be submitted upon completion of the device manufacturer's evaluation.

Event description:
A review of a continuous cycling peritoneal dialysis (ccpd) patient's medical records indicated an unknown cause peritonitis event. Upon follow up with the patient's pd nurse, she confirmed that the patient did have an elevated white blood cell count. Information provided by the patient's treating clinic: patient is a (B)(6) old female who presented to the emergency room on (B)(6) 2015 with abdominal pain. Patient was admitted with exacerbation to chronic abdominal pain. Patient improved and was discharged the following day. Medical records reveal that the patient was hospitalized on (B)(6) 2015 with abdominal pain. Due to the patient's negative peritoneal dialysis cultures during this time, the physician felt that the patient's pain was from pneumoperitoneum. Computed tomography of the abdomen on (B)(6) 2015 confirmed pneumoperitoneum. Patient did have leukocytosis and it was thought to be a urinary tract infection.